Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No critical pump error (open book image) alarm noted during testing. The audio tone or vibrate feature on the device functioned properly during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump started beeping and screen went blank with a picture of a book and question mark. The customer¿s blood glucose level was 355 mg/dl at the time of the incident. Customer was assisted in performing a self test and self test failed. The product will return for the analysis.